Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent as used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the sphincter of oddi performed on (B)(6) 2017. According to the complainant, during procedure, when attempted to place the flexima rx biliary stent, the guide catheter completely broke off inside the patient and separated from the delivery system. The broken piece of guide catheter was removed with biopsy forceps. However the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent as used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the sphincter of oddi performed on (B)(6) 2017. According to the complainant, during procedure, when attempted to place the flexima rx biliary stent, the guide catheter completely broke off inside the patient and separated from the delivery system. The broken piece of guide catheter was removed with biopsy forceps. However the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual evaluation of the returned device found that the pull wire is completely retracted and the proximal section of the pull wire is curved (bent) in the middle. The push catheter is bent in several locations. The guide catheter is detached, most proximal section is tapered indicating that it was properly attached to the pull wire during manufacturing and it is kinked in several locations. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure could have affected the device performance and its integrity. Most likely, the catheters and pull wire were kinked/bent due to some handling aspect of the device possibly manipulation of the device during procedure. With the catheters bound by kinks or bends there will be difficulty to retract the pull wire and if it is forcibly pulled, most likely that the guide catheter is going to be detached from the delivery system. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomalies were found.